Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on chip circuit board which resulted in power up anomaly.

Event description:
It was reported that the merlin.net transmitter exhibited power cord anomaly. The device was returned and exchanged.